Event description:
Red status indicator flashing with pad-pak lot# a2707. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 18th september 2017 the returned pad-pak DHR was investigated showing it was 1 of 200 pad-pak¿s manufactured under lot a2707, 80 of which were sent to physio control canada on the 5th september 2017. All pad-pak¿s were subjected to a battery voltage test with no recorded fails. This would therefore indicate the returned pad-pak cell had failed after dispatch from heartsine. The device was returned with the reported fault of red status indicator flashing. The returned pad-pak was measured and found to be significantly depleted. This had resulted in the device failing self-tests due to a low battery. The user would have been alerted with a ¿warning, low battery, device service required¿ prompt and a flashing red status led as per the reported fault. One of the cells in the returned pad-pak was measured and found to be failing under load. On visual inspection there was a noticeable dent on the cell. It is possible that this may have contributed to the failure however, the investigation was unable to determine this. The device current drain and battery monitoring circuitry were verified during the course of the investigation. Furthermore, the device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. Additional stress testing was then carried out at 50°c 95%rh for 5 days while performing a self-test every 20 minutes. This combined testing equates to approximately 9.5 years of normal use without fault. The status indicator flashed green as normal throughout.as the device current drain was verified during the investigation, and due to only one cell being found to have failed under load. This would indicate that the premature depletion of the returned pad-pak was due to a single failed cell. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Red status indicator flashing with pad-pak lot# a2707. There was no patient involved in this event.